Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was 126 mg/dl. It was confirmed that the customer had an alternate method of insulin delivery available.